Event description:
It was reported that the patient (pt) came to cath lab with chest pain for intervention. As they inserted the spring wire guide (swg) of the stent, pt's blood pressure dropped, his chest pain increased and he developed a bradycardia. They inserted a temporary pacemaker and then decide to place an intra-aortic balloon (iab). The catheter was inserted into right femoral artery and connected to autocat 2 intra-aortic balloon pump (iap-0500 (B) (4)). On turning the pump on, balloon did not want to inflate. The clinical technician removed the driveline tubing and reconnected it, but without success. The technician then realized that balloon volume on the screen was reading 2.5cc; no alarms were heard. Md then decided to remove the iab. Another 40cc arrow balloon catheter was inserted into left femoral artery. The driveline tubing was inserted into the pump and pump was switched on without any problems. Pt's condition stabilized after iab was inserted. There was a time delay in treatment of this pt from placing the first balloon catheter to placing the second balloon catheter. No pt complications. Additional information received on 3/10/2010 from arrow (B) (4) stated that the same pump was used for a second insertion and correct procedure was followed for inserting catheter.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.